Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
Correction to section e, initial reporter. Field e1, initial reporter first name. Correction to section e, initial reporter. Field e1, initial reporter last name. Correction to section e, initial reporter. Field e1, initial reporter facility name. Correction to section e, initial reporter. Field e1, initial reporter address 1. Correction to section e, initial reporter. Field e1, initial reporter city. Correction to section e, initial reporter. Field e1, initial reporter state. Correction to section e, initial reporter. Field e1, initial reporter phone. Correction to section e, initial reporter. Field e1, initial reporter email. Correction to section e, initial reporter. Field e2, health professional? Correction to section e, initial reporter. Field e3, occupation. Correction to section g, all manufacturers. Field g2, report source. Additional information was received; the device was explanted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.